Manufacturer narrative:
(B)(6). Sample availability is unknown. If a sample becomes available, a follow up MDR will be submitted.

Event description:
A customer contacted global technical services (gts) regarding a disconnection that appeared on the homechoice (hc) unit during drain 3 of 4. The drain volume was 1570ml. The nurse stated that the hp is not draining. Gts assisted the home patient (hp)'s nurse with checking for kinks, closed clamps and fibrin and no problems were found. Gts had the hp repositioned and the alarm repeated. The hp got on the phone and said that he became disconnected during therapy and fluid leaked on the floor. The patient line was on the floor and the hp reconnected himself. Gts assisted the hp with ending therapy and advised to let the peritoneal dialysis (pd) know about the patient line becoming disconnected and the hp reconnecting. The hc unit was operational. No injury or medical intervention was reported.